Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer via a company representative and healthcare provider (hcp) regarding a (B)(6) female patient who was receiving baclofen 2000mcg/ml (type unknown) at 600.8 mcg/day and clonidine 15mcg/ml at 4.506 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient's medical history included quadriplegia/spasticity, obesity, anxiety disorder, depression, history of spinal cord injury, and allergies to morphine, bactrim and vancomycin. The patient's concomitant medications included miralax, valium and trileptal. On (B)(6) 2015, after a routine pump replacement due to battery depletion in (B)(6) 2015, the patient noticed the area around the pump site did not look right and went in to see their physician. The actions taken were unknown. The patient experienced an infection of the pump pocket on the right side of the abdomen. The physician did an incision and drainage (I<(>&<)>d) of the right pump pocket, and using the same pocket, moved the pump slightly superior. A specimen of granulation tissue was taken from the pump pocket along with several swabs that were sent for cultures. The culture showed scant growth of (B)(6). The medication in the pump and the catheter remained untouched. The pump connector remained untouched. The rate of the drug also remained the same. As of (B)(6) 2015, it was unknown if the issue resolved. The patient's status was reported as "unable to obtain." It was later reported the cause of the infection was not determined; however, "it did develop after routine pump replacement." If additional information becomes available, a follow-up report will be submitted.